Event description:
It was reported that the patient was experiencing loss of therapy, x-ray revealed that the spinal cord stimulation (scs) leads had migrated at least 2 levels. The patient underwent a revision procedure wherein the leads were repositioned and click x anchors were explanted. No device malfunction suspected. Explanted device will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately 6 months ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-lead fixation upn: m365sc43180, model: sc-4318, serial: na, batch: 31800378, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).